Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that both louver covers were bent from the drape catching in the gantry. Additionally, the cable bundle tray had visible damages. To resolve the reported issue; the louver covers and the cable tray were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have not been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while in a spinal fusion, the a portion of the drape got caught in the drape while closing the door. The gantry would not open nor rotate when prompted by the user due to the drape. The representative reported that the door would not open manually and an audible sound indicating that tracks were being missed was reported. The imaging system was moved to the lower portion of the operating table and the site continued the procedure with a c-arm. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative reported that the delay to the procedure was twenty minutes due to the reported issue.